Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they would meet with the patient to get log files.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) who stated that after they repositioned the stimulator and the patient is doing much better. The previous pocked was too deep and the device had turned. Issue is resolved now, and patient is recharging fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient's pocket was revised. So far everything was working better.

Event description:
Additional information was received from the patient. They called back in regard to recharger issues. They stated that saturday or sunday when they connected to their implant, their recharger application stated that their implant was at 10%. The patient stated that they did not believe that, given that they recharge every week and their implant was normally at 60%. The patient stated that they restarted everything and connected once more, and at that point the implant battery was at 90%, but they hadn't recharged the implant in the 4 minutes in between restarting. The patient also mentioned that they got service codes 4100 and 1707, and they tried repositioning the recharger, but it wouldn't reconnect. The patient stated that they didn't think their implant was currently charged, because "it had been a problem." The agent had the patient do a hard reset of the recharger, but the troubleshooting did not resolve the issue and the recharger would not maintain a connection with the ins. An email was sent to repair.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report was resubmitted due to an inability for the FDA to process the original submission. The FDA ticket stating the need for resubmission is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having issues with recharger. It is super hard to connect. It can take 20-30 minutes to connect. The last couple weeks it has even been harder then that. The patient usually charges on sunday. They had tried 15 times since sunday and had not been able to connect. They had been getting different error codes 9766 and 1707. Patient services (ps) asked when this started. They said, it had always kind of been hard to connect but it has gotten worse the last couple months. They did mention the trouble with recharging last time she met with the doctor. The doctor said they think the battery shifted so it might not be flat. The caller said their implant was the first one the doctor did of the new rechargeable stimulator and they think the pocket might have been too big. Ps asked the patient if they could feel the stimulator. They said, yes it is right at the surface, and they can feel where the wire is coming out of the battery. Patient thinks the battery is tilted sideways. They  think the skinny part of the stimulator is pressing out instead of the flat part. The last couple weeks where the lead connects to the battery it has been hurting. Ps had the patient exit all applications in the handset and power off the handset. Ps also had the patient do a hard reset on the recharger and place the recharger over the stimulator battery. The patient powered on the handset and connected to the recharging application. They got "recharger not found". The patient was sitting so ps told her to lean forward so the stimulator was more superficial. The patient got error code 3167 which they cleared, and they got a good connection and 20% charge. Then it lost connection and started searching. The patient was not using the belt they said the recharger was squished between a pillow and her back. Ps had the patient find the middle of stimulator and go to the right 2-4 cm. They connected and got excellent connection and were charging. It lost connection and started searching again. Ps had the patient go from the middle of stimulator up 2-4 cm, and it connected and got excellent connection. The patient was then able to maintain excellent connection and before they hung up they had advanced to 30% charge. The troubleshooting steps that were taken on the call resolved the issue. Ps told patient if this continues to be an issue, they may have to talk to her doctor. Otherwise they can try the repositioning 2-4 cm from the center of stimulator and wait 30 seconds. Ps also told them that they can try laying in fetal position to make the device more superficial to see if it connects better.